Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde appendicitis therapy (erat) procedure in the appendix on (B)(6) 2022. During the procedure, the stent could not be deployed. Another flexima biliary stent was used and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of guide catheter detached/separated. Please see block h10 for full investigation details.

Manufacturer narrative:
Medical device problem code a0401 captures the reportable investigation result of guide catheter detached/separated. The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was out of the push catheter and was detached. The guide catheter was bent, stretched and accordion. The suture and suture hole were in good conditions. Functional inspection could not be performed as the stent was not returned, therefore stent failure to deploy could not be confirmed. No other problems with the device were noted. Based on all the gathered information, investigation concludes that it is possible that the kinks presented on the guide catheter may be related to user manipulation during the procedure and/or during the preparation of the device. Once the push catheter presented kinks, the guide catheter may have been difficult to be pulled back, this may have led the user to apply technique and/or extra force that caused the guide catheter to stretch and accordion. As consequence of the extra force, the guide catheter detached. After the detachment of the guide catheter, the user may have pulled the guide catheter all the way out from the push catheter. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.